Event description:
Baxter received a report of a broken spike during disconnecting from the solution bag by clean flash. The set had been used for 3 months. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Should the sample or evaluation results become available, a follow up report will be submitted.